Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage and moved on balloon occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After a non-bsc guide wire cross the lesion, pre-dilation was performed with a 2.0-2.5mm non-bsc balloon catheter. Then a 2.50 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. Pre-dilation was performed again using 2.5mm balloon catheter and the synergy stent was advanced again using a non-bsc guide extension catheter, but still failed to cross the lesion. The device was removed and it was noted that the edge of the stent struts was slightly lifted and the stent was shifted from the mount position. Another 2.50 x 20 synergy¿ drug-eluting stent was then advanced, deployed successfully, and the procedure was completed. There were no patient complications nor injuries reported.